Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon on the short port "inflated strangely." The vein was retrieved by converting to an open leg technique. No additional pt complications were reported. Failure analysis performed in march 2004 indicates the latex balloon was torn.